Event description:
In may 2006 the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter would not turn on. The medical affirs specialist (mas) contacted the pt by phone six days later with the assistance of an interpreter. The pt confirmed that she had received the replacement meter from lifescan and she has been able to obtain blood glucose reading with the replacement meter. The mas attempted to ask the pt further questions about her reported episode of hypoglycemia. The pt disconnected from the call. The following information was provided during the initial call to lfs: the pt obtained the reported one touch ultra meter 2 weeks before contacting lfs in may 2006. She told the customer care advocate (cca) that the meter would not work. She said she became shaky and fainted. She attempted to test with the reported meter. She said she did not obtain a meter reading because the "meter would not work." She sais she received medical attention the week before contacting lfs and 3 days before calling lfs. She went to or was taken to the ER where a result of 40 mg/dl was obtained on the ER device. She received treatment with IV fluid (contents unk). Information was not provided as to the specific date and time of the ER treatment. No information was provided regarding the pt's diabetes treatment regimen or her specific actions prior to experiencing hypoglycemia. The cca was unable to resolve the meter power issue. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain a meter reading while having symptoms that could suggest hypoglycemia. A low blood glucose reading was obtained in the ER and the pt received IV fluid treatment.